Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-01725. It was reported patient experienced ineffective therapy for several months. X-rays indicated that the leads had migrated. As a result, to address the issue patient underwent surgical intervention wherein one of the leads were replaced. Reportedly effective therapy was restored. Both leads are reported as it is unknown which lead was affected.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.